Event description:
It was reported that, this implantable lead was suspected to be compromised, and the plan is to explant the device. No adverse patient effects were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).